Event description:
It was reported by a user facility that three patients sustained first degree burns following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that one of the patients was the owner of the facility. No information regarding medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to request patient information, treatment settings, sun exposure, and patient photographs. Reasonable attempts by phone and email were made to obtain the information from the user facility; however only patient photographs of the owner were received. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Lumenis is reporting these complaints since it is similar to an event in which the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. A review of device labeling found the following instructions for cleaning and maintenance of the power meter: "warning - the handpiece tip and energy meter window must be clean to ensure accurate calibration. An unclean tip or window will result in higher than indicated fluence, which may cause epidermal damage".